Event description:
While flushing the 18g saf-t-intima with a 0.9% sodium chloride injection syringe the nurse noticed the stream of saline from the catheter near the wing. The catheter was removed and replaced with new saf-t-intima. The catheter was in place for approximately 2 days when the leak was discovered.====================== manufacturer response for IV catheter, saf-t-intima (per site reporter).====================== they have received the defected device and will be doing their exam.